Event description:
During an unrelated procedure, insulation damage was seen visually on the right ventricular (rv) lead. The proximal end of the rv lead was explanted but the rest of the lead remains implanted and capped. A new rv lead was successfully implanted to resolve event. The patient was stable with no consequences.